Manufacturer narrative:
After further review MFR# 1911916-2022-00110 has been determined to be a duplicate of MFR# 1213809-2022-00031. As a result MFR# 1911916-2022-00110 is cancelled and should be considered null and void.

Event description:
It was reported bd integra¿ needle 25x5/8 had the needle break off. The following information was provided by the initial reporter: "needle removed from the childs thigh".

Manufacturer narrative:
The initial reporter also notified the FDA via medwatch #mw5106686. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd integra¿ needle 25x5/8 had the needle break off. The following information was provided by the initial reporter: "needle removed from the childs thigh".